Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain and angiography revealed 90% stenosis of the proximal left anterior descending artery. A 3.5 x 12 mm and a 4.0 x 15 mm xience xpedition stents overlapping were implanted, without reported issue. In (B)(6) 2017, the patient was re-hospitalized for chest pain. Angiography was not performed. Medication was given, the condition improved and the patient was discharged in good condition. Per the physician, the relationship between the event and the device is not known. No additional information was provided.